Manufacturer narrative:
(B)(4): it was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, additional info regarding the event has been requested.

Event description:
Literature: laguna del estal p, castaneda pastor a, lopez-cano gomez m, garcia montero p. [Bacterial meningitis secondary to spinal analgesia and anaesthesia]. Neurologia. November - december 2010;25(9):552-556. Summary: the authors studied a 485 bed university hospital serving a population of (B)(6) residents. They reviewed the charts of all pts older than 14 years who were diagnosed with meningitis during a 25-year period (1982-2006) who were implanted with some kind of spinal analgesic device or had rec'd epidural anesthesia during a surgical procedure. During the study period, 239 cases of acute bacterial meningitis (abm) were diagnosed; however, only 8 pts were implanted with spinal analgesic devices or had rec'd epidural anesthesia, which was 3.3% of the total of abm. Five (62.5%) cases of meningitis were community-acquired and 3 (37.5%) were nosocomial. Reportable event: pt 7, a (B)(6), experienced fever, headache and neck stiffness for 22 days following spinal cord stimulation with epidural neuroelectrode procedure performed for post-laminectomy lower back pain. Cerebrospinal fluid analysis revealed leukocytes 780/mm3, protein 135 mg/dl, glucose 42 mg/dl and negative gram stain. Cultures revealed (B)(6) which was considered to be community-acquired. The pt was treated with vancomycin and ceftazidime for 14 days; however, the pt died from their infection. See literature article with MFR report# 3007566237-2011-02229.